Event description:
Consumer called to report accuracy issues with meter. Analysis run on clark error grid using mean avg reading (197) as ref. Point vs bd readings of (70, 323) yielded data points in the c zone of the grid, outside of acceptable limits.